Manufacturer narrative:
Additional information was received that the physician does not suspect device malfunction. No further course of action at this time.

Event description:
A report was received that the patient was experiencing pain at the ipg site. An increase in temperature around ipg and a burning sensation around ipg was reported. Database analysis of the battery discharge and charge profiles were observed and revealed no anomalies. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing pain at the ipg site. An increase in temperature around ipg and a burning sensation around ipg was reported. Database analysis of the battery discharge and charge profiles were observed and revealed no anomalies. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing pain at the ipg site. An increase in temperature around ipg and a burning sensation around ipg was reported. Database analysis of the battery discharge and charge profiles were observed and revealed no anomalies. The patient will undergo an explant procedure.